Event description:
It was reported via a medwatch form by the pt that as a result of having the product (s) implanted, the pt has experienced add'l procedures to correct erosion, pain, incontinence, discomfort when urinating and having bowel movements, numbness in her left leg and dyspareunia.

Manufacturer narrative:
The lot number is unk; therefore, the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The IFU states under precautions: "avaulta biosynthetic mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds. The avaulta biosynthetic mesh implantation procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. Excessive tension should be avoided on the avaulta biosynthetic mesh and suture attachment points to account for wound shrinkage during the healing process." (B)(4).